Event description:
It was reported that during the patient¿s follow-up visit, interrogation of the device showed that a polarity switch had occurred on the ventricular lead. The lead remains in use as unipolar pace and bipolar sense. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4068-45 lead, implanted: (B)(6) 2001; fr995-29 tissue valve, implanted: (B)(6) 2011. (B)(4).